Manufacturer narrative:
Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities including smoking, acute myocardial infarction, hypertension, diabetes, coronary artery disease, congestive cardiac failure, cerebrovascular event, peripheral vascular disease, anemia, atrial fibrillation, percutaneous coronary intervention, cardiac surgery, coronary aortic bypass graft, balloon aortic valvuloplasty, and aortic regurgitation. Some of the peri- and post-procedural complications reported were bleeding, blood transfusion (unexpected medical intervention), cardiac arrest, stroke, permanent pacemaker implant, and acute myocardial infarction; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "acute kidney injury following transcatheter aortic valve implantation¿ a contemporary perspective of incidence, predictors, and outcomes", was reviewed. The article presented a prospective, multicenter study to assess the incidence, predictors, and outcomes of acute kidney injury (aki) in a contemporary cohort of transcatheter aortic valve implantation (tavi) patients, concurrently examining the role of temporal evolution on aki. Devices included in this study were corevalve or evolut r/pro (medtronic inc., mn, USA), edwards sapien xt, sapien 3 or centera (edwards lifesciences, ca, USA), and portico (abbott, il, USA). The article concluded that acute kidney injury remains a relatively common complication of tavi, associated with significant morbidity and mortality even in less comorbid, contemporary practice patients. [The primary and corresponding author was dion stub, alfred hospital, melbourne, victoria, australia, with corresponding email: d.stub@alfred.org.au] the time frame of study was from (B)(6) 2008 to (B)(6) 2023. A total of 2564 patients were included in this study, of which it could not be confirmed how many received an abbott device. The average age was 83 years and the average gender was male. Comorbidities included smoking, acute myocardial infarction, hypertension, diabetes, coronary artery disease, congestive cardiac failure, cerebrovascular event, peripheral vascular disease, anemia, atrial fibrillation, percutaneous coronary intervention, cardiac surgery, coronary aortic bypass graft, balloon aortic valvuloplasty, aortic regurgitation.